Event description:
Battery issue. Unknown if in use. The customer called in to report their battery had failed and required a replacement. A field service engineer (fse) went onsite and discovered that the unit did have the correct battery and did not require a replacement. The fse discovered that the unit did have the correct philips battery and did not require a replacement. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00249. All information from the original report(s) has been transferred to this report.